Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made successfully. There were no patient consequences.